Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause is due to a defective charged coupled device (ccd). The event can be prevented by following the instructions for use (IFU) which state: warning never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the image was blackout due to damage to the charged coupled device unit. In addition, evaluation found the bending section cover was loose and due to wear of the angle wire, bending in the up direction did not meet standard value. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera ultrasonic bronchofibervideoscope screen blacked out. The scope was a loaner device that was returned. There was no reported patient harm or impact due to this event.